Manufacturer narrative:
Date sent: 07/08/2009. Evaluation summary: the analysis results found that one device was returned in good visual condition and with no cartridge reload present. Several malformed staples were received inside a bag. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete, and the staples were noted to have the proper b-form shape. A batch record review was performed, and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the staples were malformed during the procedure. Another device was used tocomplete the case. There were no adverse consequences to the patient.